Event description:
It was reported that syringe 10ml saline fill ce tip was broken. The following information was provided by the initial reporter: syringe tip broken in the patient¿s pocco line.

Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for evaluation? Yes. D10: returned to manufacturer on: 2021-05-10 h6: investigation summary a device history record review was completed for provided lot number 0183996. The review did not reveal any detected abnormalities during the production process that could have contributed to the reported defect and all quality tests were found to be within specification. To aid in the investigation of this issue, both picture and physical samples were returned for evaluation by our quality engineer team. The syringe sample was received with a pocco line. The tip of the syringe was found broken and stuck within the pocco line. The sample appeared to have been used as it was empty of saline solution. To further investigate this issue, twenty retained samples of the same lot number were obtained from the manufacturing facility. The retained samples were inspected for barrel tip/luer lock breakage; however, no signs of defect were identified. Per the affected sample received, the syringe was connected to the pocco line for flushing; therefore, the syringe was most likely in good condition prior to use. During the production process, the tip of the syringe may become damaged if the tip cap is assembled too tightly. No issues were detected during the production process that could support an exact manufacturing related cause for this incident. Based on the preventive measures in place, we believe this was an isolated incident with an unlikely chance of recurrence.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. (B)(4).

Event description:
It was reported that syringe 10ml saline fill ce tip was broken. The following information was provided by the initial reporter: syringe tip broken in the patient¿s pocco line.